Event description:
It was reported that during a lap myomectomy, the blade was broken off when the device was used in a myoma. The broken blade was removed from the patient without converting. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. A nurse threw away the broken blade.

Manufacturer narrative:
(B)(4). The device was received with the blade broken off and present. During functional testing on a generator the device gave an error code 5. The device will stop activating and either emits a solid tone or displays an instrument error code 5 on the generator display when the blade becomes damaged. The location of the break is inside the tube proximal to the tissue pad. The blade broke off due to contact with metal.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.